Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a customer tried to put air in the cuff during the pre-use check, but the cuff would not inflate and leakage of air was observed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: three photos and one cuff sample were received in used condition without the original packaging. Visual examination of the photos indicated damage to the tube tip. Visual inspection of the returned sample at a distance of 12 to 16 inches un normal condition of illumination revealed damage on the tube tip. Additionally, a syringe was connected to the pilot balloon to allow air through the tube to confirm the place of the leak. An air leak was confirmed in the tube tip. The customer complaint was confirmed. Based on the analysis conducted with the sample provided, the root cause would be attributed to damage during the manufacturing process. A customer complaint notification was made to production personnel to explain the importance of adherence to following the procedure. A device history record (DHR) review was conducted and there were no issues or nonconformances reported during the manufacture of this lot. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).